Event description:
It was reported that information received indicated that supra ventricular tachycardia (svt) episodes were not counted in the quick look reports of the implantable cardioverter defibrillator (ICD). The issue was discussed along with possible program settings and adjustments. It was determined that the occurrence is a result of programmed settings. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. And no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).